Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the customer had concerns with the 12-lead ECG showing artifacts. There was no reported impact nor harm.